Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is n/a as device was not implanted.

Event description:
Healthcare professional reported a device was not implanted due to being found "leaking" upon implantation. Device was not implanted.